Event description:
Consumer reports experiencing a corneal ulcer. Per consumer, the ulcer was centralized, superficial and resolving with treatment. Consumer also reported that her dr was uncertain if the ulcer was related to the product.